Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the barrel of a bd¿ 5ml syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided with the affected sample. The evaluation of the sample showed embedded contamination in the barrel. That confirmed the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (may 30 - 31st, 2017). Root cause analysis: the embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the plunger without possibility of being detached from it.